Manufacturer narrative:
Per tandem's t:slim user guide: "check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing unscrewed from the luer lock. The customer was able to reconnect the infusion set tubing to the luer lock. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
(B)(4).